Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and a competitor right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No intervention has been performed at this time and the cause of the impedance issue remains unknown. The ICD continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.